Event description:
Male patient in for dialysis in 2005. During latst 30 minutes of his treatment complained of lower sterum/epigastric type pain and a headache. His blood pressure was elevated. He was given oxygen and saline. At 2 hours into treatment the facility screens for hemolysis and this screen was negative at that time. The patient was requested to go to the ER but refused. The next day, the patient called the facility to state he had a ruddy complexion and dark urine. He was sent to the ER. At the ER he was found to have an elevated ldh to 1900 and an elevated troponin. Lab was reported to be hemolyzed. The patient was then admitted to the hospital. The patient reportedly suffered a mild myocardial infarction and is currently released from the hospital and is continuing out patient dialysis.